Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was returned loose in the carton. The lock-out assembly has been removed. Ophthalmic viscosurgical devices (ovd) is observed in the device. The plunger is fully advanced outside of the device. The iol was returned outside of the device adhered to the outside of the nozzle. Solution is dried on both surfaces of the optic and haptics. The iol is intact. The product investigation could not identify the root cause for the reported complaint "lens did not come out of loader in usual manner" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, the lens did not come out of loader in usual manner and lens was removed before fully inserted. The procedure completed and there was no patient harm. Additional information has been requested.